Event description:
The manufacturer received information alleging death. The patient representative alleges that the deceased was not using his CPAP. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information that a patient with a dreamstation auto CPAP passed away. The patient's spouse reported that her husband was not using his CPAP. Additionally, the reporter states they are requesting a name change to a check that was issued to her spouse who is now deceased. Upon review, this complaint has been assessed as non-reportable. This report was previously assessed as reportable on 10-oct-2024. Upon further review, the reported event is not reportable. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.